Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous infection and splenic abscess from 2019 were previously reported under MFR # 2916596-2021-03904. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a salmonella cardiac device pump infection and splenic abscess on (B)(6) 2019. At the time, both blood and surface cultures were negative for diphtheroids. The patient was on ceftriaxone and their fever resolved. The patient was treated with antibiotics, which were completed on (B)(6) 2019. The patient is known to have an abdominal fistula. The patient had been on chronic suppression with cefixime when they presented with a fever on (B)(6) 2020. The patient reported that they had been experiencing a fever for the last two days. The patient denied any other associated symptoms, including drainage from their driveline exit site. Blood work performed revealed the patient's white blood cell count was elevated to 14. A computed tomography (CT) scan of the patient's chest showed evidence of mediastinitis, however unchanged from previous imaging. An infectious diseases specialist was consulted for the left ventricular assist device (lvad) infection. The patient was probably experiencing lvad endocarditis which was complicated by the abdominal wall abscess and splenic abscess. The patient was treated with an IV of antibiotics from (B)(6) 2020, and then was put on 200 mg of cefixime daily. The would remain on chronic therapy until the lvad would be removed.